Event description:
Surgeon used expired simplex tobramycin cement. Once that was discovered, the surgeon notified the rep to advise about this event.

Event description:
Surgeon used expired simplex tobramycin cement. Once that was discovered, the surgeon notified the rep to advise about this event.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The reported product which has an expiry date of 03-2013 (march 2013) indicated on the packaging was reportedly used in surgery on (B)(6) 2013. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time